Event description:
A physician reports that a patient underwent cataract surgery with implantation of the crystalens. Postoperatively, the pt complained about her vision, saying she could not see. The lens was exchanged for a different lens model. The physician would like b&l to verify the lens diopter power and lens quality. Extent of alleged visual impairment unknown. Root cause unk. Additional info had been requested from the physician.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.